Event description:
It was reported, when the duodenovideoscope was being extracted at the end of an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover was noted to be missing. It was found in the patient's cheek and was extracted without issue. The procedure and patient's anesthesia were extended by about a half hour as extra time was spent with the scope to retrieve the item. The procedure was completed with the same device. The patient has been discharged without any reports of further patient harm. The customer confirmed that the device was inspected prior to use. This report is related to the following linked patient identifier: (B)(6).